Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level and blood glucose was 400 mg/dl. The customer also had blood glucose of 309 mg/dl. The customer treated their high blood glucose with insulin pump early in the morning and also with manual injection. The customer was reported that insulin pump had multiple problem with insulin delivery. The customer declined troubleshooting for problems with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08645 inches. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing.